Manufacturer narrative:
Stryker evaluated the device and was able to duplicate the reported issue. The device's defibrillation energy levels were calibrated to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device was not charging to the correct energy level. In this state the device may not deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The root cause of the reported issue was traced to the calibration of the device software.

Event description:
The customer contacted stryker to report their device was not charging to the correct energy level. In this state the device may not deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.